Event description:
A 24 mm amplatzer septal occluder (aso) was implanted in the patient's atrial septal defect (16 mm as measured by a trans-thoracic echocardiogram); however, the aso was found embolized 24 hours post-implant. The aso was percutaneously retrieved and removed with a snare and the patient was kept in the hospital for observation.

Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Procedural images received included still images showing a chest x-ray including the abdomen in ap and lateral views. The cause of the embolization could not be conclusively determined.